Manufacturer narrative:
A1-a5 patient information was not available. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11 livanova manufactures the heater cooler 3t system, the event occurred in india. Livanova field service engineer was dispatched to customer facility, confirmed the event and, to fix it, the stirrer motor on patient side has been replaced. Functional safety tests have been performed and the unit returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that the heater cooler 3t system displayed an error code related to patient side malfunction (e07). The event occurred during priming. There was no patient impact.